Event description:
The customer reported, the ventilator alarmed and shut down and the backup battery was not working. The customer reported, the ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the customer reported event. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure and restart of the ventilator. The service technician replaced the power supply to address the findings. Applicable final testing was completed and tests passed per operating specifications.